Event description:
Customer reportedly obtained a result of 727 mg/dl on the advantage meter. No action taken on device result. No adverse event reported. Result was not found in device memory. Requested return of the suspect device and a replacement was sent. Device result display range is 10-600 mg/dl.